Event description:
It was reported that during a lap. Gastric bypass procedure the blade broke off and fell into the pt. X-ray was used and the blade was not able to be found. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.